Event description:
It was reported that the patient passed away due to cardiogenic shock and septic shock. There is no information concerning the relationship between cause of death and the right atrial (ra) and right ventricular (rv) leads. Reference report#: mw5175265. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).